Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed cannula issue which caused infection at the insertion site and later hospitalized due to low blood glucose level of 40mg/dl. Duration of infusion set was in use for 24 hours. The insertion site was at left side of abdomen. Duration of hospitalization was 2-3 hours. The patient was given antibiotics, 100mg twice a day for 10 days no further information available.